Event description:
The customer's parent called and reported receiving motor error and battery out limit alarms on the insulin pump. The customer's blood glucose was over 500 mg/dl. Troubleshooting was declined. It was advised the insulin pump would be replaced and agreed upon that the device would be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.